Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a detached safety mechanism was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Light use residues were observed on the sample. The safety plate was completely detached from the needle and was received loose. Microscopic inspection of the safety mechanism revealed that the metal collar sleeve was missing from the yellow plastic collar. Inspection of the plastic collar did not reveal any deformation or damage. The missing metal sleeve caused the safety mechanism to detach, as interference between the metal sleeve and the distal region of the needle serves to help secure the safety over the needle tip. The lack of deformation of the collar in which the sleeve is intended to reside indicated that the safety was assembled without the sleeve during device manufacture. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported, "de-accessed ivad as per standard procedure. As I withdrew the huber needle from the patients ivad it became immediately detached from the base. There was no catching or attempt for the base to hold the needle in the safety position. The needle became free without any resistance. I did not poke myself nor was the patient poked."

Event description:
It was reported, "de-accessed ivad as per standard procedure. As I withdrew the huber needle from the patients ivad it became immediately detached from the base. There was no catching or attempt for the base to hold the needle in the safety position. The needle became free without any resistance. I did not poke myself nor was the patient poked.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.